Event description:
It was reported that upon opening the perfusion circuit, a loose foreign body was noted within the tubing. A new set was opened and utilized for perfusion.

Manufacturer narrative:
Investigation of the reported event is pending.